Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt messages) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was due to bent pins at the connector and damaged housing. The root cause for the bent pins was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.